Manufacturer narrative:
Biomérieux internal investigation was conducted. However, the customer did not comply with biomérieux request for submittal of patient isolate, raw test data or lab reports. The gram-negative knowledge base uses five (5) tests (bgal, h2s, cit, bgur, ellm) to separate escherichia coli from salmonella species. Without the strain, raw data or lab reports it's not possible to further evaluate the cause of the misidentification. Escherichia coli and salmonella are closely related species. Any identification of salmonella should be confirmed with another method such as serology. The gn ID lab report prints the message "confirm by serological tests" for any identification of salmonella. The customer followed recommended guidance and confirmed the identification by another method. Evaluation of the manufacturing qc batch records for gn ID card lot 241349140 indicated that the lot passed on initial qc performance testing. There were no issues observed on initial qc performance testing. The investigation concluded the vitek® 2 gn ID card is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report a discrepant organism identification in association with the vitek 2 gram-negative (gn) identification (ID) test kit. Salmonella was misidentified as escherichia coli. Culture submittal was requested by biomerieux for internal investigation. The organism is no longer available; isolate submittal is not possible. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomerieux investigation will be initiated.